Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibial component. A ts knee construct was revised to another ts construct with additional augments. Rep confirmed that no further information will be released by the hospital or surgeon.